Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used in the colon during a colonoscopy procedure performed on an unknown date. During the procedure and inside the patient, the device would not cut. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.